Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They were broken the cotton breaks - tampon [device breakage]. Case narrative: consumer reported via phone that the cotton breaks on the tampon. No injury was reported. Lot codes: 40332430227813..02, 30335230136011..04.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They were broken the cotton breaks. Tampon [device breakage]. Case narrative: consumer reported via phone that the cotton breaks on the tampon. No injury was reported. Lot codes: 40332430227813..02, 30335230136011..04.